Manufacturer narrative:
The sample returned was investigated under (B)(4). From the investigation, one sample material my8020, lot 24035566 was returned. Upon initial visual examination, the set verified the failure, and a yellowish crusty substance was on the inside of the syringe, also on the black rubber of the plunger. The foreign substance was analyzed using an ftir, but no chemicals or substances had a substantial match, and the matter could not be determined. A device history record review for material# my8020 and lot# 24035566 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd texium needle-free syringe had foreign matter the following information was received by the initial reporter with the following, it was reported by the customer that contaminated syringe.